Event description:
The customer ran a patient sample in replicates of five with the advia centaur cp troponin ultra (tni ultra) assay. Four of the results were negative while the last replicate was elevated. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur cp tni ultra result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur cp troponin ultra result is unknown. Siemens service inspected the instrument and did not identify an instrument issue. Siemens provided recommendations for troubleshooting to identify potential instrument or sample handling issues. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed MDR 1219913-2014-00287 on november 12, 2014 reporting an elevated advia centaur cp troponin ultra result compared to other replicates of the same sample. May 5, 2015 additional information. A siemens field engineer changed tubings and the sample probe dilutor and decontaminated the system and ran a precision study. No conclusions can be drawn. The customer continued to monitor the performance of the assay and has not reported any additional non-reproducible advia centaur cp troponin ultra results. The system is performing to specification.